Manufacturer narrative:
The pump was monitored, and all operating currents tested within specifications. No unexpected battery out limit alarms were noted. No blank display was noted. The pump also had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported the customer received a blank display after changing their battery. It was also found the customer had a battery out limit alarm after inserting their battery. Customer's blood glucose was 402 mg/dl. The customer's blood glucose declined to 320 mg/dl after treatment with a bolus delivery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.